Event description:
It was reported that a ptca procedure using the radial approach, the physician experiencing difficulty advancing the guide catheter. During withdrawal resistance was felt and upon removal it was noted the tip had come off. A cut down was performed to retrieve the tip. Pt status is listed as "okay".